Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Following cataract surgery on (B)(6) 2012, the patient underwent a number of additional surgical procedures. The patient required an ahmed valve implant, fla, revision and to undergo two additional procedures to revise the ahmed valve. See scanned table. The patient suffers from glaucoma and rayner is following up with the healthcare facility to ascertain whether glaucoma is chronic. Additional information on the patient's course of treatment is also being requested. Remedial, corrective and preventative action will be taken by the healthcare facility. The healthcare facility plans to explant the superflex aspheric 920h iol will be exchanged for a retropupillar iris claw lens. The healthcare facility intends to send half of the iol to rayner iol for analysis. The healthcare facility will retain the second half and will carry out their own analysis. Our review of production records for the superflex aspheric 920h iol batch 052e37387 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
Rayner intraocular lenses limited received notification via its austrian distributor of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The distributor reports that they received notification of the development of opacification in the od and os eyes of a patient in the post-operative period. For information on the reported opacification of the iol implanted in the od eye please refer to rayner's MDR 9611165-2014-00046.